Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with the adc device. A customer reported receiving sensor scan results of 250 mg/dl, 190 mg/dl, and 227 mg/dl compared to a laboratory glucose result of 40 mg/dl. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated . Visual inspection was performed on returned reader. No issues were observed. Control solution testing was performed and all results passed . The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with the adc device. A customer reported receiving sensor scan results of 250 mg/dl, 190 mg/dl, and 227 mg/dl compared to a laboratory glucose result of 40 mg/dl. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with the adc device. A customer reported receiving sensor scan results of 250 mg/dl, 190 mg/dl, and 227 mg/dl compared to a laboratory glucose result of 40 mg/dl. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.